Event description:
The following information was provided: it was reported through the filing of a lawsuit that allegedly on (B)(6) 2010 the patient underwent left total hip arthroplasty and was implanted with an lfit v40 femoral head and accolade ii hip stem. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall, and excessive levels of chromium and cobalt in his blood. He was revised on (B)(6) 2024.